Event description:
It was reported to philips that system's software was unable to start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start up. Upon functional testing, the fse found that the system software didn¿t start up. To resolve the reported issue, the fse inspected the host pc and ippc connections, reseated the cables and power cords, and cleaned the components. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.